Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer's initial complaint concerned the release button of the multiclix lancet device. A request was made for the return of the device and lancets, replacement was sent. The device was returned, received by the manufacturer with a lancet protruding past the endcap. Final investigation of the device is still pending. No adverse event reported.